Event description:
In 9/12: customer reports during room start up for the day's procedures, the table movement failed. When they depressed the button to move into the trendelenburg position (standing erect). It is now fully erected and locked up. Customer does not have a back up room for procedures. Pts being rescheduled for another facility. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.